Event description:
It was reported that the patient experienced septic shock. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced septic shock. The location of the infection was the right groin. There were no documented sterility issues in relation to the procedure the patient was hospitalized and received wound care and a vascular surgery consultation. Vascular surgery was performed which revealed patent abdominopelvic and bilateral lower extremity vasculature with three-vessel runoff and caterred areas of atherosclerotic disease without significant stenosis. The patient was also placed on a regiment of various prescription antibiotics plus an antiviral drug, as well as norepinephrine, while in the hospital. A negative blood culture was documented. The patient was stable for discharge four days after the procedure with home health recommended. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.